Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received four unused units and three photographs. Through the visual microscopic evaluation, the clamp is not present. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the inspection process. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of bd nexiva single port 20ga 1.25in (1.1 mm x 32 mm) experienced a missing tube clamp which was noted prior to use. The following information was provided by the initial reporter: customer received a packaging unit of nexiva sp. All packages are missing the clamp at the end of the extension.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nexiva single port 20ga 1.25in (1.1 mm x 32 mm) experienced a missing tube clamp which was noted prior to use. The following information was provided by the initial reporter: customer received a packaging unit of nexiva sp. All packages are missing the clamp at the end of the extension.